Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during a laparoscopic gastric bypass of an anastomosis, during the last shot to finish making the reservoir at the top of the stomach, the reload broke, but the device did not stop. Shortly, after starting the shot, the surgeon noticed a crack and the charge was fired in its entirety, but the staples remained opened; the staple line was incomplete centrally. Some staples and the top of the blade broke off and fell into patient abdominal cavity. The surgeon removed the components with a laparoscopic grasper. Additional four reloads of the same reference was used with the same handle and adapter to cut a little more of the stone on the pillar and on the other side beyond the excluded stomach that was damaged. Surgical time was extended for more than 30 minutes and hospitalization was extended for one more day.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and a photo were available for evaluation. Visual inspection noted that the loading unit was fully fired. The clamp bar had broken out of the anvil. It was reported that the staples did not form properly, a component disengaged and the staple line was incomplete. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.